Event description:
Clinician contacted arrow clinical support (acs) advising that they were triggering off of ap. When they attempted to adjust timing in 1:2, white highlighted on ap waveform was missing. They stated that occasionally highlight would return to ap tracing. The pump was exchanged. There were no reported pt complications.